Manufacturer narrative:
The failure investigation has been completed for the touchscreen cracked/shattered/scratched. Based on the analysis, the alleged issue could not be verified. The failure investigation has been completed for the touchscreen unreadable. Based on the analysis, the alleged was verified and a different issue was identified.

Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.